Event description:
It was reported that while assisting a pathology resident in performing an autopsy on an individual who died from aids, the plaintiff discovered that blood from the corpse had entered her glove and as a result may have become exposed to the virus.